Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 3.1. Date: (B)(6) 2011, inratio: 2.0. Therapeutic range is 2.0-3.0. Customer taking antibiotics at the time (discontinued on (B)(6) 2011). Doctor adjusted coumadin dose as a result of value on (B)(6) 2011.

Manufacturer narrative:
No data analysis was performed because time between tests exceeded three hours. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Per issue, pt was taking antibiotics. Per product user guide, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." Previous investigation of strip lot #246050 conducted on 04/01/2011 and 04/06/2011 met precision criteria. No further investigation is required. Investigation details: precision: test date: 04/01/2011. Donor type: normal. Donor 1 - returned 1 (inr): 1.0, returned 2 (inr): 1.1, in-house 3 (inr): 1.0, mean: 1.03, sd: 0.06, %cv: 5.59, resolution: pass. Donor 2 - returned 1 (inr):1.0, returned 2 (inr):1.0, in-house 3 (inr): 1.1, mean: 1.03, sd: 0.06, %cv: 5.59, resolution: pass. Precision: test date: 04/06/2011. Donor type: therapeutic. Donor 1 - returned 1 (inr): 1.8, returned 2 (inr): 1.6, in-house 3 (inr): 1.8, mean: 1.73, sd: 0.12, %cv: 6.66, resolution: pass. Donor 2 - returned 1 (inr) 2.0, returned 2 (inr): 2.5, in-house 3 (inr): 2.2, mean: 2.23, sd: 0.25,%cv: 11.27, resolution: pass. For each pair of replicates for each sample on strip lot 246050, mean and standard deviations were calculated. For both normal and therapeutic donor tests, %cv was less than 16.0%. This passes the criteria for precision. No discrepant result was established on returned meters. No further investigation will be pursued. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by quality assurance or corrective action (B)(4)), no further action is required at this time. No corrective action required at this time as no product deficiency was established.